Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received missing end cap sticker. The insulin pump was received with minor scratches on lcd window. The insulin pump was received with cracked case at display window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported a black circle was present on the insulin pump's screen. The customer's blood glucose was 207 mg/dl. The customer could not recall any significant events leading to the alarm. Customer stated the alarm was not resolved by removing the battery. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.